Manufacturer narrative:
It was reported that the syringe plunger was "extremely difficult to advance." According to the reporting facility, this resulted in syringe pumps alarming and wasting of propofol medication. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Twenty-two (22) samples in used condition were returned for evaluation. The reported problem/issue was confirmed with returned samples, however, testing of retained samples from the reported product lot identified that the amount of force needed to operate retained syringes was lower than the force needed for returned syringes. Syringes have no official claims for infusion pump usage and such use is at the discretion of the clinician. A device-related root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe plunger was "extremely difficult to advance."